Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 02/24/17 as follows: the patient is alleging that the "bird's nest filter" that was placed on (B)(6) 2002 has fractured and that removal attempts would be too dangerous to perform. Reason form implant: recurring blood clots. Outcomes attributed to device: migration, fracture, device is unable to be retrieved.

Manufacturer narrative:
It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the patient received a gunther tulip filter on (B)(6) 2002 at (B)(6) hospital in (B)(6). It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
The implant report dated (B)(6) 2002 indicates that a bird's nest filter was in fact placed not a gunther tulip filter as was originally reported. The patient is alleging that the "bird's nest filter" that was placed on 03/18/02 has fractured and that removal attempts would be too dangerous to perform. The indication for implantation of the device was recurring blood clots. Outcomes attributed to device are migration, fracture, and device is unable to be retrieved. The exact rpn and product lot number were not provided. Therefore a search of nonconformance data or complaints from the same lot for the device cannot be performed. The product is shipped with an IFU which lists the anatomical requirements, warnings and precautions, and correct deployment procedure. The exact IFU is dependent on product size and placement approach. Without the exact device rpn, we cannot determine the exact IFU. However, in each IFU, perforation of vena cava wall is listed as a potential adverse event. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is received. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. From the published scientific literature filter tilt inside ivc and/or embedment of filter legs or filter hook in the ivc wall is a well-known risk. Several case reports published in articles, describe successful retrievals of such filters by advanced retrieval techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.